Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that person with diabetes pwd experienced kink x1, blockage of insulin delivery. There were visible kinks, twists, or damage to tubing. The operator of the device was the lay user or patient. No patient harm or no patient injury.